Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the use of products that contain silicone, which can cause deposits of white foreign material even when reprocessing is conducted according to instructions for use. This failure is known as an inherent risk of device, which indicates that is known and documented in the labeling and all reasonable mitigation steps have been taken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the air/water tube and he air/water cylinder. There was no patient involvement.